Event description:
The customer reported that the wake button on their pump was failing, functioning sporadically and requiring multiple presses to open or close. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.